Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No . Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Moderate. Did the dysphagia improve after the device was implanted initially? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. What was the reason for removal of the linx device? Persistent pain and dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the doctor implanted a linx device on (B)(6) 2017 and the patient started experiencing dysphagia and pain a few weeks after the procedure. The patient had the entire linx device explanted on (B)(6) 2018 and requested to have a partial fundoplication, of which the doctor performed, once the device was explanted. There were no other observations noted. It isn't known if the symptoms were resolved.

Manufacturer narrative:
(B)(4). Additional information received: no device returning.